Event description:
It was reported that the patient experienced loss of coverage due to fall or high impedance. It was noted also that the damage contact was physically detached from lead following to patients fall. The patient underwent a lead replacement procedure. The patient was having good bilateral coverage postoperatively. The explanted lead was kept per facility policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.